Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an electrophysiology ablation procedure to treat atrial fibrillation (a fib), a versacross access solution kit was selected for use. It was noted by the staff that the kit packaging was damaged and compromised. No further information provided. The procedure was completed successfully and no patient complications occurred. The device is not expected to be returned for analysis.